Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported deviations in astigmatism correction with spherical correction being good post lasik. The surgeon indicated that during multiple cases some treatment results are not satisfying since the demolition of a building near the hospital. Vibrations were noticeable in the operation room. Multiple similar cases were reported, for which additional manufacturer reports will be submitted.

Manufacturer narrative:
At the on site visit the field service engineer (fse) checked the device and found it meets company specifications. The system history shows that the laser was verified successfully to prior and after the day of treatment. The review of the logfiles revealed the reported patient was the first one on that day. The treatment shows interruptions of the user by releasing the laser pedal seven times. No further abnormalities or deviations can be detected. Also all other treatments on that day show no error or warning message and the user renewed the energy check in the recommended time range. All treatments on that day were interrupted several times by the user releasing the laser pedal but no other issue is detectable. No technical problem can be identified. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).